Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 57 mg/dl with confusion. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the patient¿s hypoglycemia was due to a pump issue; the basal history does not match the active basal program. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings pump issue.

Manufacturer narrative:
Follow-up #1: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-may-2018 with the following findings: on investigation, the basal history on (B)(6) 2018 appears to be inaccurate due to a rewind, load, prime sequence at 19:01 and a manually-programmed 0.00-unit basal program at 22:21 followed by a loss of prime at 22:27. The last delivered bolus was a 3.0-unit normal bolus on (B)(6) 2018 at 19:14. On investigation, the pump was exercised for 24 hours without issue. The delivered amounts matched the programmed delivery. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump passed delivery accuracy testing with no delivery defects found. The pump found to be delivering within required range and delivering accurately. No errors, alarms, warnings or delivery interruptions occurred during the testing. Investigation did not duplicate a basal history recording defect during testing. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.